Event description:
New information noted that the infection was not believed to be due to the system or the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08031; 2017865-2019-08030; 2017865-2019-08026. It was reported that the system was explanted due to infection. A new system was implanted on the right side as the patient recovered from the infection. The patient was stable.